Event description:
When the stent delivery system (sds) came out of the guide catheter. It became stuck and would not move anymore. Since the unit could not be retrieved into the guide catheter, the physician removed the entire ssystem with the guiode catheter. While the unit was being retrieved, the stent dislodged right before the sheath. The physician was able to retrieve the stent using a snare.

Manufacturer narrative:
A report was received that indicated that a cypher stent was associated with dislodgement. The involved male pt's age, medical history and presentation were not provided. The lesion was located in the distal rca and was described as a 90% occluded isr that was moderately tortuous but un-calcified. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the introduction of a 3.50x 18mm cypher stent. When the sds was being advanced through the medtronic launcher guide catheter, it became stuck and wouldn't move anymore. The physician removed the entire system with the guider. During these maneuvers, the stent dislodged just outside of the introducer sheath. The procedural physician was able to successfully snare the stent. There was no reported pt injury. A review of the monthly trend of complaints per catalog/lot number, revealed that there is no significant trend of this catalog and/or lot number. Based on the limited info provided, it is not possible to draw a conclusion about a relationship between the device and the event. One non sterile cypher and one non sterile non cordis product were received coiled in a plastic bag, the stent was received in a different bag. Dimensional analysis could not be performed to the stent due the stent was received separated from the balloon. Customer complaint was confirmed the stent was separated from the balloon, however microscopic analysis on the balloon reveled bumping marks that confirm the stent was mounted in the balloon when leave the facility. Mfg records were reviewed and results indicate that product met quality requirements for product acceptance. The exact cause of the dislodged could not be determined, ,but it does not appear to be mfg related. A CAPA has been opened to address dislodged issues on cypher.